Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime/test, rewind test, excessive no delivery test and dat at 0.08720 inches. However, pump received with intermittent button response due to flattened all button dome switches. The keypad connector on j2/lcd is locked properly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 44 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of admission, and 130 mg/dl at the time of the call. The customer's blood glucose went to over 600 mg/dl when they were at the hospital. The customer used glucose tablets, candy, orange juice, and was given a glucagon shot to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer thinks the pump may have over delivered insulin. Troubleshooting was completed. The caller reported that the pump buttons respond intermittently. The insulin pump will be returned for analysis.